Manufacturer narrative:
According to the information provided by the technician, despite device passing the pre-use check, the alarm for o2 concentration low was generated during ventilation. Device was check during on-site visit. The control printer circuit board (pcb) was reconnected. Both nozzle units were cleaned and adjusted. Device passed pre-use check and was used with test lung. No more deviation was found. The device passed all performance tests and could be returned to clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Our conclusion is that incorrectly connected nozzle units and control printed circuit board were the cause of the failure. However, the root cause to why the parts failed have not been established.

Event description:
It was reported that the ventilator had issues with the o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).